Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer, unable to reset the malfunction, cts to replace pump. Customer was advised by technical support to use multiple daily injections as a backup therapy.